Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat ctni cartridge yielded a whole blood result of 0.63 ng/ml. Same sample, on the I-stat ctni cartridge yielded a plasma blood result of 0.00 ng/ml.